Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user applied a new dexcom g7 sensor that initially did not pair to the ilet, during which the user experienced elevated blood glucose and the ilet displayed a high glucose alert. Symptoms included fatigue and thirst consistent with hyperglycemia. Outcomes included self-management without outside assistance or medical intervention, with glucose readings later resuming on the ilet and trending management underway. Investigation included customer support troubleshooting and education with follow-up confirmation that sensor glucose data were being received. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.